Event description:
It was reported that the device was used during a video gastroplasty. The reload broke during the first firing. The plastic part detached from the reload bottom. Fortunately, the stomach was not cut and the physician could retract the knife, remove the broken pieces from inside the cavity, and the pt did not have any injuries. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 03/11/2009. Sled. Eval summary: the ecr60b reload was received for analysis with the one-piece sled damaged. The pan dislodged and fully loaded with staples. It is possible that the reload was loaded improperly loading of the reload may cause the damage observed. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. No functional test could be performed due to the conditions of the reload. Although no conclusion could be reach on what cause the reported event, it should be noted that a 100% inspection takes place during manufacturing to ensure the reloads meet the require specifications; in addition, a sample of the batch is inspected. The batch record was reviewed and no anomalies were noted during the manufacturing process.